Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. There have been no other complaints reported in the lot number. Additional info was requested on 08/26/2010 and 09/02/2010 by phone, fax, and mail. Additional info was obtained by email from the surgeon. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "procedure converted to trabeculectomy" (eye injury). Product problem(s): "shunt was loose" (no code available [shunt]). A surgeon reported that a shunt was not stable in the eye and was not implanted. The surgery was converted to a traditional trabeculectomy. In a follow-up, the surgeon further clarified that the pt did not have thin sclera or was a high myope. The bed was not thin where she implanted the shunt. The pre-incision modality was the sapphire blade, usually used at a direction parallel to the iris. The shunt had too much movement and she did not feel comfortable leaving it in place as there is potential for it to rub the iris and cause inflammation. She also reported that the pt has had multiple eye problems with significant previous surgeries and would not handle a second operation well. She stated that she does not think there was a problem with the shunt. Additional info has been requested.